Event description:
The event was found during an intrauterine electrocision procedure. There was no delay in the prodecure and the procedure was completed with a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and completion of investigation. Please see updates to b5, d10, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. No repair history since the item is a single-use item. The cause for the reported issue cannot be definitely determined. The reported issue was most likely caused by wear and tear. The loop at the distal end of the electrode wears out during use and may break, burn or melt. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device. No additional information is expected.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the distal end of the resection electrode was broken. The issue was found during a therapeutic hysteroscopy procedure. There were no reports of patient harm.